Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead exhibited placement difficulty. The guidewire was impossible to move forward or backward inside the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.